Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the tubing. The patient's blood glucose at the time of incident was 67 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer was stuck in the priming process. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test, and alarmed compromised force sensor system during the prime test due to a faulty force sensor system. Moisture damage was found on the motor. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion and no delivery alarm test due to the compromised force sensor system alarm. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.